Event description:
Pt. Was walking a short distance 2-3 weeks ago when knee went out. Pt. Was injured and now requires elbow surgery. Did not know the circumstances around the fall or if there were any warning signs. Broken elbow. Needed surgery.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Pt. Was walking a short distance 2-3 weeks ago when knee went out. Patient was injured and now requires elbow surgery.